Event description:
The reporter contacted animas on (B)(6) 2013 stating that the patient was admitted to the hospital with a diagnosis of diabetic ketoacidosis; the patient was reported taken off the pump and given intravenous insulin. The reporter stated that the health care professional in the hospital requested that troubleshooting be done on the pump to rule out a pump issue prior to putting the patient back on the pump at discharge. The reporter confirmed that all of the pump settings were programmed correctly. The pump history was reviewed with the reporter and no discrepancies found in the history. The reporter confirmed that the total daily dose was found to correct reflect the bolus and basal totals. The reporter stated that there were no pertinent alarms in the pump history and the bolus history showed that all boluses were completed. Customer support advised the reporter that there were no pump issues found during troubleshooting. The reporter indicated that the patient had no recent changes in health, diet, or activity levels. The reporter confirmed that the site removed upon admission was not bent and there was no sign of any site issues. This report is made based on the allegation that the patient was hospitalized for diabetic ketoacidosis of unclear cause while using insulin pump therapy.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on 11/01/2013 with the following findings: the black box begins on (B)(6) 2013. Due to continuous use of the pump the black box data and histories for the event on (B)(6) 2013 have been overwritten. A review of the available black box and alarm history shows no errors or alarms associated with the complaint. The daily insulin delivery totals were found to correctly reflect the user's programmed basal rates. The pump successfully passed a 29hr flow accuracy test. Investigators were unable to duplicate reported complaint.

Manufacturer narrative:
The pump has not been returned to animas. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.